Manufacturer narrative:
Site will not release pt info citing hipaa. Pt scans will not be made available for testing citing hipaa.

Event description:
Medtronic inc ent rep, called in to report that after merging a CT and MRI exam accuracy was incorrect and showed the instrument in use to be on the opposite side of where the surgeon expected it to be. Toggled back and forth between standard and radiographic views and still showed to be inaccurate. They removed all exams associated with the pt, exited software, and reloaded only the CT exam. Surgeon re-registered the pt and was accurate. Surgery was completed with no harm to pt.